Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that since the lead revision surgery where the healthcare provider (hcp) removed the ins to hook up the new lead, the ins never laid down properly inside her. The patient reported that it wasn¿t sitting properly in her body and it was ¿kind of poking out.¿ the patient speculated that this may have been due to scar tissue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the implant not sitting right in her body was a lead replacement she had in (B)(6) 2015 and then it just seemed to get more irritated, so she went to her doctor. The patient reported that the implant was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the ins not sitting right was unknown. The actions taken were that the device was replaced with drg and the stimulation system was removed.